Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and the video control board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had white images during a case. The 9800 system was removed and the procedure was completed with another system. No pt injury was reported.